Event description:
A report was received that the patient had contacts with high impedances. The patient will undergo a lead revision to explant the leads and replace them with new ones.

Event description:
A report was received that the patient had contacts with high impedances. The patient will undergo a lead revision to explant the leads and replace them with new ones.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement due to high impedances. The patient is reportedly well following the procedure. Sc-2218-50/(B)(4) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 1, 3, 4, 5, 6, and 7. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint. Sc-2218-50/(B)(4) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 3, 5 and 8. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50 cm.